Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, noted that the distal tip of the inserter shaft was broken. No broken pieces were returned for investigation. The most likely cause of this condition is the excessive force used to pry and/or leverage the device. The cause remains error use.

Event description:
On (B)(6)2023, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak inserter shaft broke inside the patient's glenoid during implantation. The surgeon was using the 15º curved drill guide to insert the anchor. After drilling, the anchor was inserted through the guide and a mallet was used to advance the anchor. The anchor stopped advancing about 2cm from the end of the insertion guide handle, surgeon continued to advance the anchor with the mallet. When the anchor inserter was removed, it was noted that the fork tip end of the inserter was no longer on the end of the device. The surgeon then used a long needle driver to remove the broken part of the inserter. The entirety of the broken part was retrieved. This resulted in an additional 5 minutes of surgery time to obtain the piece. There was no patient harm or additional anesthesia administered. The case was completed without further issues. This was discovered during an arthroscopic right glenoid labral repair procedure on (B)(6)2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.